Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The pediatric patient experienced inaccurate cgm values 3 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced hypoglycemia and lost consciousness. The parents treated the patient with glucagon injection and glucogel and called an ambulance. When the paramedics arrived, they treated the patient with an unknown medication via injection. They took the patient to the hospital and there he was treated with IV medication. The patient stayed at the hospital from 11 am until 6 pm the same day. At the time of the report the patient was recovered and at home. At an unspecified time, the cgm was reading 5.2 mmol/l and the blood glucose reading was 2.6 mmol/l (values taken by the patient´s mother and the healthcare provider). Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.